Event description:
The generator was received, but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator diagnostics were as expected for the programmed parameters and shows the generator battery ok. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.

Event description:
The physician reported that the patient complained of intermittent stimulation. The patient's duty cycle is set to 30 sec on, 3 min off, however the patient used a stop watch to record stimulations for an hour and it was noted that the on/off times were both longer and shorter than the intended duty cycle. Due to this, the patient was referred for replacement. It was noted that per the physician the surgery was for patient comfort only and to avoid battery depletion so that effective therapy can continue. The generator was replaced but the explanted generator has not been received for analysis to date. No further relevant information has been received to date.